Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-02810 and medwatch 2210968-2013-02813. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat recurrent stress incontinence and mesh erosion. It was reported that the patient had the concurrent procedures of an anterior repair, uterosacral ligament colpopexy, cystoscopy, bladder suspension and rectocele repair performed during mesh implantation. It was reported that patient underwent mesh trim revision (B)(6) 2007. It was reported that following insertion the patient had vaginal excisional biopsy, foreign body giant cell reaction and fibrosis associated with foreign material consistent with mesh dated (B)(6) 2008. (B)(4). (B)(6). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was also reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.